Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
It was reported that after removing the air-cutting casing, the inspection found that the air bag was leaking, and a new air-cutting sleeve was replaced. No patient injury was reported.